Manufacturer narrative:
Pt info: unknown/asked but not provided. Date of event: unknown/not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. The device has not returned for evaluation. Therefore, a visual analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, the account did not provide patient identifiers. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported that an intraocular lens (iol) plunger of the preloaded device ended on top of the lens when implanted in the right eye. The capsule tore during the lens insertion. The iol was cut and removed from the patient¿s eye. An anterior vitrectomy was performed, no sutures were needed. A sulcus lens was implanted to complete the procedure. No further information was provided.

Event description:
Corrected data: in review, it was noted that section "b3" was inadvertently not entered in the section h10 of the initial MDR report; therefore, it has been addressed in this supplemental MDR report as indicated below: section b3 - date of event: date unknown/ not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: in review, it was noted that the "date of event" inadvertently was not entered in the section "b3" of the initial MDR report; therefore, it has been captured in this supplemental MDR report. The following field was updated accordingly: section b3 - date of event: apr 6, 2022. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.